Manufacturer narrative:
The device was not made available by the user facility for testing. Additionally, the user facility stated they did not believe there was any product fault.

Event description:
It was reported that the cot tipped while in use with a patient. No adverse consequence or clinically relevant delay in treatment was reported.